Event description:
The customer reported that the system displayed an error and then shut down without command. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries and the power cap module were replaced. A generator calibration was performed. The system was tested and found to be working as intended and put back into service.